Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the image was upside down. The site removed the endoscope and erased the guided tool change feature. The endoscope was reinstalled, and the image was now appearing normally. The surgeon is proceeding with the case. The system logs were reviewed with no issues found. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: surgeon confirmed this happened in the middle of the case. Surgeon doesn't recall the exact portion but does recall that both the 30-degree scope and the 0-degree had this issue. The endoscopes were inserted properly with proper orientation. The image orientation appeared correct in the console.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The caller removed the endoscope and erased the guided tool change feature. The scope was reinstalled, and the image was now appearing normally. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Similar issue was noted under patient identifier# (B)(6) for the 30-degree endoscope. A return material authorization (RMA) was issued to the customer requesting to return the affected endoscope.